Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery re-vascularization (tcar) procedure, a dissection occurred in the common carotid artery (cca) upon access with the enroute arterial sheath. Per the physician, the arterial sheath was pushed too hard, which caused the dissection. The procedure was converted to carotid endarterectomy (cea). No further complications were reported.